Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that one week following the initial procedure, the iol was rotated back to it's original position. The event has resolved.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol rotated ten degrees.